Event description:
The customer stated there was a speaker malfunction from the mx40. There was no report of death or serious injury caused by the telemetry device. The device was in clinical use. Patient data was not provided as there was no allegation of death injury or serious injury.